Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm2 to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm2 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32101 on the acm in usm2 related to the reported complaint. An event verification confirmed the myomectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(6). This complaint is reportable malfunction event due to the following: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to start, post anesthesia a da vinci-assisted myomectomy surgical procedure, the system had error 32101. The customer disabled the universal surgical manipulator (usm2) and continued the procedure using remaining 3 arms. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and stated that the issue was related to the axes controller, motor (acm) in usm2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the issue occurred prior to start, post anesthesia and ports were placed. The system functionality was checked upon powering on the system and the system initially powered on without errors. The usm was disabled due to error 32101. The reported issue did not occur during initial system startup. There was no external interference.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm2) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa tech was able to confirm errors 32101 and 32098, both pointing to the axes controller, motor (acm). The usm was errored out on the system with errors 32101 and 32098. On gemini commander, fa tech ran IV monitoring and found hall sensor errors on the carriage. Fa tech put on a test carriage to isolate the usm from the carriage and the usm started up in normal mode. The carriage on the psc fixture test platform (pftp) was tested and the carriage failed rotor calibration. With a multimeter, checked for continuity on all stator connectors to the carriage main block and found that degree of freedom (dof 6) had continuity. The dof 6 stator was replaced with a test one and the usm started up in normal mode. The original stator was reinstalled for aba testing and the error 32098 reoccurred. As a fix, the dof 6 stator will be replaced. The usm passed fiber test, carriage/acm fan, led test/brightness direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction vs, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check.